Event description:
Stem was revised due to loosening. Information received on (B)(6) 2012.

Manufacturer narrative:
Document review: quadra h femoral stem size 4 lat - ref. 01.12.034 / lot 100264 (B)(4): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Around 22 stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the information collected no conclusion can be drawn. The root cause of the event is unknown. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.